Event description:
Placing an IV 20g, the needle would not detach from the hub of the circuit once pulled out. Attempted by 2 rns while in the patient and then had to remove from the patient and even attempted after needle removed without success. Bd nexiva closed IV catheter system- single port lot 4197655 expires [redacted date], ref # 383516.